Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of damage, degradation, or contamination. The manufacturer found evidence of light grey dust and dirt on the inlet surfaces, inlet tube area, outlet port and dark dust and dirt in the crevasses. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of contamination. Contaminant was found in the blower housing area, on the outside of the blower housing, and on the outside of the blower isolators. The manufacturer found no evidence of sound abatement foam degradation. The device was applied power and reviewed the device log by the manufacturer and found no errors logged. The manufacturer concludes the contaminates found are consistent with dust and dirt. There was no evidence of sound abatement foam degradation.